Event description:
It was reported that a user experienced hyperglycemia with a cgm reading of 280 mg/dl on the ilet and a confirmatory fingerstick of 259 mg/dl after running out of insulin during a lunch announcement and subsequently replacing all infusion supplies and the insulin cartridge; dosing had stopped at the time of the lunch announcement and automated corrections were active afterward. Symptoms included elevated blood glucose without reported illness or additional adverse symptoms. Outcomes included no need for emergency treatment, no hospitalization, and user self-management with plans to announce a subsequent meal and monitor glucose, with intent to call back if glucose did not decrease. Investigation included user interview, review of dosing history, and troubleshooting education on expected correction behavior and meal timing relative to out-of-range glucose. Investigation of this case revealed insulin delivery interruption due to an empty reservoir at the time of a meal announcement, followed by resumed delivery after cartridge replacement, with no reported leaks, kinks, or hardware malfunction. It was concluded that hyperglycemia occurred secondary to out-of-drug during a meal announcement with subsequent algorithmic correction, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.